Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up, when opening the box, the dynomite 2.0 pk implant and thread were separated. There was a back-up device available, and there was a non-significant delay reported. There was no patient involvement.

Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The anchor and suture are off the insertion device, the anchor is slightly deformed at its proximal end. A functional evaluation could not be performed due to the anchor has already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the anchor is threaded with the suture and the anchor/suture/needle assembly is attached to the shaft tip. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an unintended impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.